Event description:
It was reported that the device is displaying the service wrench indicator. The reported problem was found during normal device inspection. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device and is continuing to investigate the reported event.